Event description:
It was reported that patient underwent a replacement of his inflatable penile prosthesis (ipp) due to infection one month after original implant. A new spectra penile prosthesis (spp) device was implanted. No adverse patient effects. No further information is available at the moment. Should additional information become available, a supplemental report will be submitted.